Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7fr rediguard intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. Kinks to the central lumen were noted at approximately 14.5cm, 26cm and 76.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the helium pathway. The customer photo was reviewed. In the photo, blood was confirmed present within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0064in and was within specification of process docu-ment. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with a broken central lumen. Further testing was performed to locate the leak site. The iabc bladder was filled with water and air was injected into the iabc central lumen using the lab inventory syringe while the iabc distal tip was blocked off. Upon inspection, the central lumen was noted damaged/broken at approximately 76.5cm from the distal tip. No other leak sites were noted. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 14cm, 26cm and 76cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for ""found the blood in helium pathway"" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged/broken near the iabc distal tip, which allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "the doctor found the blood in helium pathway and the pump alarmed helium loss. As the patient's blood pressure could be maintained with medication, the catheter was removed". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the doctor found the blood in helium pathway and the pump alarmed helium loss. As the patient's blood pressure could be maintained with medication, the catheter was removed". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.